Manufacturer narrative:
H6. Device eval. The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 6904154 have been reviewed and no issues or discrepancies were found. This records review confirms performance specs. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical registry. It was reported 252 days after a coronary artery drug eluting stenting procedure, the pt expired. Prior to the index procedure, the pt was admitted due to substernal chest pain and shortness of breath. The pain was relieved with nitroglycerin. The pt had positive ECG changes and was given thrombolytics with successful reperfusion. The index procedure identified 1 target lesion. The lesion was located in the mid right coronary artery with 75% stenosis, 18mm in length and 3.6mm in diameter. The lesion was treated with direct stenting using a 3.50x24mm taxus express2 stent. Residual stenosis was 0%. Of note, the mid lad was also treated with direct stenting using a 4.00x12mm bare metal stent. Residual stenosis was 0%. The pt was discharged 3 days later on aspirin and plavix. During the 1 yr f/u period the site attempted to contact the pt by phone but it had been disconnected. The site sent 2 certified letters to the pt and both were sent back to the site as "return to sender." The site discovered from the social security death index that the pt had passed away on 252 days after the index procedure. The cause of death was unk. It was unk if the pt had an autopsy and no add'l info is expected. Per the investigator, it is "unk" if the target vessel is related to the event.